Event description:
The patient reported that the area around the implantable loop recorder had been hurting and had moved closer to the skin surface. Follow up was conducted and the physician¿s office indicated that the patient had been seen and that the symptoms were being treated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).